Event description:
Related manufacturer reference number: 2017865-2022-38153. It was reported that the patient presented for a follow-up in clinic. It was noted the right ventricular lead and the right atrial lead exhibited noise over-sensing. The leads were capped and replaced on (B)(6) 2022. The patient was stable.